Event description:
When the weitlaner retractor was passed back to the surgical tech, she notified the surgeon that a piece was missing. Surgeon found broken piece and removed it from the pt. Broken piece was retrieved and there was no harm to pt. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.